Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation an attempt was made to use a faradrive steerable sheath clear. The transseptal puncture was performed successfully using a non-boston scientific sheath. The non-boston scientific sheath was removed, then the introducer was inserted but was very hard to advance. An attempt was made to insert the faradrive to see if it would advance, but the sheath was unable to be advanced to continue the procedure. The procedure was cancelled since the sheath could not be inserted. No patient complications were reported. It is unknown if the device will be returned for analysis. This report is being submitted due to the cancelled procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received requiring updates in blocks b5 describe event or problem and h11 additional MFR narrative.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation an attempt was made to use a faradrive steerable sheath clear. The transseptal puncture was performed successfully using a non-boston scientific sheath. The non-boston scientific sheath was removed, then the introducer was inserted but was very hard to advance. An attempt was made to insert the faradrive to see if it would advance, but the sheath was unable to be advanced to continue the procedure. The procedure was cancelled since the sheath could not be inserted. No patient complications were reported. It is unknown if the device will be returned for analysis. This report is being submitted due to the cancelled procedure. It was further reported that the device is not expected to be returned for analysis as it was disposed of.